Event description:
Complainant alleged that the ambulance staff were treating a 54 yr old female pt in cardiac arrest. They attempted to defibrillate at 200 joules using paddles. They received an "open air discharge" message on the screen. The staff then successfully defibrllated the pt using stat padz and the multi-function cable. There was no adverse effect on the pt.